Manufacturer narrative:
Returned device was received in worn physical condition. There was wear and tear damage to the water tank cover, enclosure, front cover, drain fitting, plate clip, and pole clamp. During the evaluation of the device, the issue was able to be replicated by analysts. The pcb was replaced as this was the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not heating to the correct temperature. There were no reported adverse events.